Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Analysis of the data logs revealed one suction alarm which resolved two minutes later. There were no issues with the flow for entire case. Based on clinical description & data review, the root cause of low pump flows and thrombus was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 59-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced sudden low pump flows. The physician had been concerned about possible thrombus ingestion related to acute suction events the day before. During the patient's explant procedure, a clot was noticed in the inflow. No further information was provided. There was no reported harm to the patient.